Manufacturer narrative:
City provided exceeds character limit: (B)(6). A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged hub defect unable to attach adapter. The following information was provided by the initial reporter: "inserted IV line successfully however, while securing line and trying to attempt flashing, IV clinician noted with difficulty of twisting and placing qsyte, upon investigation he then noted excess bump on the groves where qstye should be secured. " 14 jun clarification: based on the issue they have raised, the complaint is for insyte autoguard catheter. They just shared that due to the ¿excess bump¿ they have described during inserting q-syte, they weren¿t able to fully flush the catheter.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381934 and lot number 3222373. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.